Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not measuring oxygen. There was no harm or injury reported. The device was evaluated by a third party field service engineer and the customer's complaint was confirmed. The device's oxygen blending module board, oxygen blending module board gasket, and the oxygen blending module mixing element need replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was not measuring oxygen. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.